Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient has a pacemaker system and an implantable cardioverter defibrillator (ICD) system implanted. Technical services reviewed the presenting electrograms (egm) for both device systems and noticed the atrial pacemaker system is being oversensed by the ICD system. The associated right atrial (ra) lead impedance appeared to be unstable. It was trending in the 1000 ohms range, and then decreased by about 500 ohms randomly. Technical services discussed the possible cause for the clinical observations and provided troubleshooting options. Additional information was received that the ra lead noise persisted with continuous fluctuations in ra impedance from 500-1000 ohms. Fluoroscopy was performed, but no issues were noted. No further actions were taken with regards to the pacemaker system. The plan is to continue monitoring the associated ra lead, and a potential upgrade may be performed at a later date. At this time, this pacemaker remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that this pacemaker was explanted and replaced with a competitor dual chamber implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.